Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: pain: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Clarification to reason for reoperation: "right side prosthesis on the bottom is hard with a tip I feel a little pain when I turn".

Event description:
The device has been explanted and discarded.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Crease folding of implant: unable observe creases of implant. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported "right side on the bottom is hard with a tip and pain" and fold. Physician reported capsular contracture, baker grade IV. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "right side on the bottom is hard with a tip and pain" and fold. Physician reported capsular contracture, baker grade IV. Device remains implanted